Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner , unknown stem, unknown head. Report source: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to malposition of the cup approximately 6 months post implantation. Additional information on the reported event is unavailable.